Manufacturer narrative:
(B)(4). Investigation results visual examination of the returned complaint device found that the clip assembly was mashed onto the bushing. It was noted that the device was slightly bent in the distal section and the coil was bent from the bushing. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip deployed prematurely. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the clip assembly was mashed onto the bushing; therefore, this is now an MDR reportable event.